Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation/no medical intervention, has caused or contributed to pt injury previously. Device issue: guide wire tip separation. It was reported that the pt presented with acute mi. An iron man guide wire was used in the coronary. When the guide wire was removed, it was noted a portion of the guide wire tip had broken off. The coronary, aorta. Sheath and femoral vessels were x-rayed and the broken guide wire tip was not found all equipment was changed out for new. After the case, the first guiding catheter used, was x-rayed and the tip of the guide wire was found curled in the guiding catheter. Reportedly, there was no pt injury. No other event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance revealed that the guide wire was returned with blood and contrast on the tip coils. The core had separated .5mm proximal to the proximal solder. The fracture faces were slightly twisted. The separated portion which was the tip coils were bent and corkscrew shaped. There were two kinks in the core 1 mm and 2 mm proximal to the separation. There was no other damage noted to the guide wire. The guiding catheter was returned with thick blood inside and it was attached to a copilot. The guiding catheter was pinched 25 cm and 29 cm distal to the base of the luer both for a length of 1 cm. The pinched section of the guiding catheter was where the separated guide wire was located. Product performance engineering reviewed the incident info and the analysis of the returned guide wire. The kinks that were found on the guiding catheter and the corresponding kinks in the guide wire, it appears as if the guiding catheter collapsed on the guide wire and in the attempt to pull the guide wire tip past the guiding catheter kink, the guide wire tip became separated from the core of the guide wire. The separated guide wire tip therefore remained in the guiding catheter. There was evidence of twisting of the guide wire which suggests that the guide wire separation was from torsional overload. Scanning electron microscopy (sem) of the fracture site would be required to confirm this observation, but because the guide wire had to be returned to the hosp, this test could not be completed. Therefore, a definite conclusion could not be made. The guide wire separation appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.